Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the plunger travel test. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken plunger lever piece. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn-out clutches was the root cause. The clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.